Manufacturer narrative:
Report 2938836-2019-12650 was reported originally with an unknown serial number and was recently identified. These reports are related.

Event description:
Related manufacturer reference number: 2938836-2019-12650.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited high pacing impedance values. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.